Event description:
This is a duplicate of MFR report # 0001831750-2013-04241. The serial number (B)(4) and catalog number 1007000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-04241 for full reporting of serial number (B)(4) and catalog number 1007000000 for this complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that both right and left siderails could not be locked in the up position, both left and right latching spindles were twisted and bent, and the right toprail was broken at the mounting flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.